Event description:
Additional information received reported ¿quite a few months ago¿ when the health care provider (hcp) went to change out the medication in the device from morphine to fentanyl was when the flipped pump was discovered. The medication change was due to the patient having to go to the bathroom more often than before. Prior to the revision for the pump flip, the hcp had tried to manually flip the pump back but was not successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that the patient was to have a refill on monday. It was noted that the patient had started with morphine in the pump, but that caused constipation; therefore, they changed to fentanyl ¿sometime in march¿. It was again noted that when they went to take out the morphine, they were not able to because the pump was flipped. The reporter noted that ¿sometime in (B)(6)¿ was when they ¿went in and fixed¿ the flipped pump. It was noted that when the fentanyl was put in the pump, the patient went through drug withdrawal, which per the reporter was ¿terrible¿ and the patient thought they were ¿dying¿. The reporter noted the hcp was able to get them through the withdrawal in two days; that the patient took valium for two nights and then the withdrawal was done. The reporter stated after getting through the withdrawal, that the pump had been great. The patient had one increase in the fentanyl. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that a flipped pump occurred. On the day prior to the report, the patient had a refill and they were unable to fill the pump. It was confirmed that the pump was flipped and a pump revision was to be done. The drug and drug concentration was also to be changed. The healthcare provider (hcp) planned to take the pump out and refill with the new drug and do a back table prime to get rid of the old drug in the pump tubing and also aspirate the catheter to get rid of the old drug in the catheter. The device system was used to deliver morphine 5mg/ml and was to be changed to fentanyl 250mcg/ml at 25mcg/day. It was later reported that the hcp saw that the pump was flipped under fluoroscopy. During the revision, the pump was flipped back and refilled. At the time of the report, the patient was "doing fine".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not have concerns regarding their device or therapy and had received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved.

Event description:
Additional information received reported the pump had been positioned correctly but then flipped. The pump was flipped back and repositioned correctly. It was reported the patient was at pre-flip state in terms of how they were now doing.